Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars cov-2 2 false negative results were obtained. A repeat test was performed. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter. The customer stated: "this home test gave 2 false negative test results, even with a 101 fever; 2 hours later, an urgent care test provided accurate positive test results.¿

Manufacturer narrative:
H6: investigation summary: this summarizes the investigation results regarding a complaint that alleges a false negative test while using the bd veritor at home covid-19 test (material # 256094), batch number unknown. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. There are no current trends against false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Event description:
It was reported while testing for sars cov-2 2 false negative results were obtained. A repeat test was performed. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter. The customer stated: "this home test gave 2 false negative test results, even with a 101 fever; 2 hours later, an urgent care test provided accurate positive test results.¿